Manufacturer narrative:
The biosense webster inc (bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve became faulty after insertion of the dilator. The hemostatic valve would not stop backflow of blood. The doctor insisted that the dilator went in straight and did not insert at an angle. A replacement vizigo was used. There was no patient consequence. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath-small. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. An internal corrective action has been opened to address this issue. A device history record (DHR) evaluation was performed for the finished device [00001502] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, h4. Device manufacture date was updated. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve became faulty after insertion of the dilator. The hemostatic valve would not stop backflow of blood. The doctor insisted that the dilator went in straight and did not insert at an angle. A replacement vizigo was used. There was no patient consequence. The hemostasis valve (gasket), as well as the hemostatic valve/brim cap/hub, appeared intact. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. There was a minimal amount of blood that was lost. It was enough to notice the damaged valve but no significant value. There was no medical intervention required to stop the bleeding.